Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted. The insulin pump had minor scratches on the display window, a cracked display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported by the customer's mother that the customer's that the keypad on the insulin pump is unresponsive. Customer's blood glucose level at the time 308mg/dl. Advised insulin pump would be replaced. No additional information is provided.